Event description:
Device displayed a "pacer fault 117" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This follow-up medwatch report is correcting information submitted on the initial medwatch report.